Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that when the 2.5 x 28mm xience was implanted in the mid left anterior descending (lad), a proximal edge dissection occurred, requiring implanting another overlapping 3.0 x 8mm xience stent as treatment. No additional event or pt info is available.